Manufacturer narrative:
Continuation of medical devices: 5071-35 lead implanted:(B)(6) 2008, dtba1d1 crt-d implanted (B)(6) 2015, 6986m adaptor implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) pace/sense lead was alerting for rvtip to rvcoil impedance and the healthcare professional called the company technical services on how to prevent this from continuing to alert. It was noted that the rv pace/sense lead was programmed rvtip to rvring. Alert options were discussed and the rv pace/sense lead remains in use. No patient complications have been reported as a result of this event.